Event description:
It was reported that the pt fell in nov. 2005, and began complaining of pain. X-rays were taken and showed the device had broken. Patient had the gamma3 because of a pathological lesion in the proximal femur. Patient was revised.